Manufacturer narrative:
As received, the device was returned for analysis. Upon interrogation, the device was at the elective replacement indicator (eri). A longevity calculation was performed and revealed the battery depletion was normal based on the device usage.

Event description:
Related manufacturer report number: 2938836-2019-02669.

Event description:
The patient presented to the hospital with a vibratory alert. Upon interrogation, the device was found in eri. The device was explanted and replaced due to suspected premature battery depletion. The patient was in good condition.